Event description:
It was reported the epg (external pulse generator) does not pass the self-test. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case, side bail covers, ring cover and battery drawer were broken, the heart block, lead flex cover, and main printed circuit board (pcb) were contaminated and the ring was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.